Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the ventilator at the third party service center, the device's tidal volume delivery was inaccurate. The device's external flow sensor was replaced to address the issue.